Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 547 mg/dl. Customer's other blood glucose was 174 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Customer reported that insulin pump was not working and received power loss. Customer states that auto mode was active. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer states that tubing had small air bubbles. Customer was able to clear the alarm and able to rewind the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).